Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have lost sensors and infusion sets due to scar tissues. Customer's blood glucose was 96 mg/dl. Customer also reports to have sensor glucose versus blood glucose differences with multiple sensors and blood at site. Customer states sensor glucose was 90 and blood glucose was 48 mg/dl. Customer was advised that washing hands prior to testing blood glucose improves readings. No further information provided.